Event description:
Lense milky white and hazy[device failure, defect]. Blurred vision[vison blurred]. This report was received from a physician who reports a patient developed blurred vision following a ceeon 913a lens implanted into their left eye. The lens was implanted 2002 and the patient's vision was 20/20. Approximately two months post-operatively the patient complained of blurred vision. The physician reports the lens appears milky, white, and hazy. The patient's visual acuity dropped to 20/25. The lens is scheduled to be explanted, however at the time of this report the lens remains implanted. No further information provided at this time. Follow-up received 03/27/03: the physician reports he explanted the ceeon 913a lens in a second surgery on an unspecified date. The explanted lens was returned on 03/27/03 for further investigation. The case was upgraded to serious due to intervention. No further information provided. Submission of a report does not constitute an admission that the manufacturer or product caused or contributed to the event. Case comment: this case lacks significant medical information needed to provide an accurate causal assessment. Further information is required regarding the indication for the iol implantation, the surgery performed. Complications during surgery, irrigation fluids used during surgery, and concomitant medications during surgery and in the postoperative period. It is not stated whether ocular inflammation such as uveitis or cme that could account for the visual disturbance, has been ruled. Out. The most common cause of a hazy lens (cloudy lens) lens is early opacification of the posterior lens capsule (pco). The cause of this complication could be the result of poor cleaning of the posterior capsule at surgery or posterior capsula plaque or of the accumulation of inflammatory or infective debris. It is unclear from the report whether pco has been ruled out. The serial number/lot number of the lens are not provided. The result of the technical investigation requested on the lot number of this lens are not yet available. Additional information is therefore expected so that a causality assessment can be made. Submission of a report does not consitutte an admission that the medical personnel, user facility, distributor, manufacturer, or product caused or contributed to the event.